Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The fiducials were administered prior to spaceoar implantation and the procedure was done under local anesthesia. During the procedure, the patient was moving a fair amount of time and made it difficult to inject the spaceoar. The radiation oncology team reviewed the images taken post procedure and found that the gel placement was more towards the apex and rectal hump than they would prefer. There were no patient complications reported as a result of this event. The patient is undergoing treatment.